Event description:
Reporter indicated that a patient's vns generator was unable to be interrogated. It is unknown if the issue is with the programming system used to interrogate the patient, or the generator itself. Attempts for further information are in progress.